Manufacturer narrative:
Date of event is an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on an unknown date, the zipfix instrument was loose and wouldn¿t pull the zipfix as expected. There were no patient consequences. This report is for an application instrument for sternal zipfix. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: the application instrument for sternal zipfix (p/n: 03.501.080, lot #: 5l14847) was returned and received at us cq. Upon visual inspection, the device was missing a screw at the distal end. No other issues were observed with the returned device. Functional test: during the functional test, the clamp component (p/n: 60077241) of the pusher assembly (p/n: 60069573) was not fully rotating when the lever was released due to which the device will not tension as intended. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The device received was loose and will not tension. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the application instrument for sternal zipfix (p/n: 03.501.080, lot #: 5l14847). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code 03.501.080, lot number 5l14847, manufacturing site: hägendorf, release to warehouse date: july 8, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.